Manufacturer narrative:
Product analysis: no product was returned.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after crossing the native valve using a medtronic guidewire the patient's blood pressure dropped and a pericardial effusion was discovered by transesophageal echocardiogram (tee). A pericardiocentesis was attempted and was unsuccessful. A sternotomy was performed and the patient was placed on cardiopulmonary bypass (cpb) where a perforation was found in the left ventricle. With the patient on cardiopulmonary bypass the valve was implanted at an appropriate depth and the left ventricular perforation was repaired with suture. No further adverse patient effects were reported.

Manufacturer narrative:
Correction: the device expiration date is january 31, 2018 not december 31, 2018 as was reported on the initial medwatch report. Additional information was received that the physician reported the patient's tissue was friable and the left ventricle was small with thin walls. There were no issues noted with the guidewire when inspected prior to use and it was not preshaped. It was reported that the wire may have been advanced too hard during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.